Event description:
Siemens was notified on (B)(6) 2012, that the gantry on the oncor expression system moved without command. A message appeared in regard to power supply. There was no report of mistreat or injury as no pt was on the table at the time of the occurrence. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported occurrence on (B)(4) 2012 and mailing this MDR on (B)(4) 2012. Siemens investigation reveals that the reported occurrence is a known issue that will be resolved per (B)(4) of which this customer site will undergo in the near future. (B)(6).